Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 300 to 600 mg/dl. Patient's current blood glucose value: 140 mg/dl. The customer experienced symptoms such vomiting and nausea. The alleged device is not expected to be returned for analysis